Manufacturer narrative:
Previously it was reported that, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's proportional valve and inlet line filter were replaced to address the issue. In addition of the above evaluation, a noise was observed to occur from the device's blower and the device's blower was replaced to address the issue. The technician performed final test, battery checking, valve checking, a test run, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The proportional valve and solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for investigation for allegedly failing testing and was unable to confirm the complaint. Pil concludes that the proportional valve and solenoid valve functioned as designed and operated without issue or error codes and were scraped. Section h: evaluation results code grid, component code grid and conclusion code grid has been updated/corrected.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's proportional valve and inlet line filter were replaced to address the issue. In addition of the above evaluation, a noise was observed to occur from the device's blower and the device's blower was replaced to address the issue. The technician performed final test, battery checking, valve checking, a test run, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.